Event description:
It was reported that abnormal shock impedance and rv impedance were seen in home monitoring. Arrhythmia was not detected. The patient died. The cause of death is unknown. The patient died between (B)(6) 2021 and (B)(6) 2021. The general practitioner has no further information regarding the cause of death. With the update of 11-feb-2021 all involved devices of the implanted system could be identified.

Manufacturer narrative:
The ICD and the leads under complaint were not returned for analysis. The analysis is therefore only based on the inspection of the quality documents associated with the manufacture of this particular devices as well as on the available device data. The manufacturing process for these devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices function to be as specified. There was no indication of a material or manufacturing problem. The available device data was inspected. Inspection of the available iegms showed missing intrinsic signals in the left ventricular channel since (B)(6) 2021. On (B)(6) 2021, the device detected a sudden increase of the right ventricular impedance to values greater than 3000 ohms. The corresponding iegm of episode number 738 and following episodes showed missing intrinsic signals in the left as well as the right ventricular channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the sudden right ventricular impedance increase as well as the missing intrinsic signals. An analysis of the devices themselves would be necessary to determine the root cause.